Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA (B)(4) was first notified of these events on the 24th of july 2013."

Event description:
It was reported that the patient presented status post failed prior surgery with l4-l5 degenerative spondylolisthesis and large left sided extradural mass with compression of cauda equina. The patient underwent complete laminectomy with resection of large extradural mass neuroplasty at l4-l5, neurolysis of left l5 nerve root and posterior fusion from l4 to s1 using legacy instrumentation, rhbmp-2/acs and local bone. The bmp was placed in the bone void/defect. A mild dural tear/csf leak occured at surgical site during surgery. No further details were provided. The patient's last follow up exam was performed at 3 months.